Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 2 events were reported for this quarter. One event suggests the bur broke as a result of overload conditions. One event suggests the bur broke as a result of contact with a metal object. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device broke during use. There was patient involvement. Two events occurred during a cranial procedure. There was no patient impact.